Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient noticed symptoms and what appeared to be an infection at the sensor insertion site on the arm. Despite these symptoms, the patient kept the sensor in place throughout the day and removed it at approximately 7:00 pm. After removing the device and cleaning the area, the patient remained without a sensor, hoping the swelling would subside. However, over the following days, the swelling and pain progressively worsened. Due to the increasing severity of the symptoms, the patient presented to the emergency department (ed) on (B)(6) 2026 for evaluation and treatment. Upon evaluation, significant swelling was noted. Healthcare providers made a small incision in the affected area to assess for drainage; however, no material was expressed. Because the incision was small, no sutures were required. The site was treated with antibiotic ointment and covered with a bandage. A specimen was obtained by scraping tissue beneath the skin and was sent to the laboratory for culture and analysis. The patient was prescribed oral antibiotics and began taking the medication that evening, twice daily as directed. The patient was instructed to keep the area bandaged for several days and was informed that he would be contacted once the culture results became available. On (B)(6) 2026, the patient was contacted by the hcp and informed that, based on the culture results, his antibiotic therapy needed to be changed. The patient obtained the new prescription and started the new antibiotic, bactrim (trimethoprim-sulfamethoxazole), the same day. He was advised to complete the full course of treatment to prevent worsening of the infection. There was no documentation of further medical intervention. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).